Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1 of 4. The baxter technical service representative (tsr) had the home patient (hp) cycle power. The hc realarmed se 2367 and the tsr informed the hp that therapy had then ended and they would have to start over with all new supplies. The hp would start over therapy using all new supplies and the hc was operational. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were open clamps on the unused supply lines. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was determined to be use error due to an open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.